Manufacturer narrative:
Correction on initial report: no product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from a smartsite valve above the drip chamber on a IV set during a chemo infusion. The provider was wearing appropriate ppe preventing exposure. The patient's dose was remade and there was no direct harm.